Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Number 6 states, ¿inadequate range of motion.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ number 14 ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2014-00999 and -01001 / -01002).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2014-00999 and -01001 / -01002)

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and mobility, dizziness, fatigue, metal poisoning, and metallosis. Subsequently, patient was revised on (B)(6) 2013. Additional information provided in patient medical records indicate that the revision procedure performed on (B)(6) 2013 was due to pain. The acetabular cup and modular head were removed and replaced. The patient's operative report indicates presence of fluid, synovitis in hip and osteolysis in proximal femur at the time of revision procedure. Additional medical records were received and revealed that on (B)(6) 2012 and on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and mobility, dizziness, fatigue, metal poisoning, and metallosis. Subsequently, patient was revised on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.